Event description:
Same case as 2134265-2011-05549. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. The 90% lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. The physician loaded an unspecified rotablator burr on to the 330cm rotawire guide wire. While testing the speed of the burr, a section of the rotawire guide wire detached when the speed was increased from 180,000 to 190,000rpms. The procedure was completed with another rotablator burr and another 330cm rotawire guide wire. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2011-05549. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. The 90% lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. The physician loaded an unspecified rotablator burr on to the 330cm rotawire guide wire. While testing the speed of the burr, a section of the rotawire guide wire detached when the speed was increased from 180,000 to 190,000rpms. The procedure was completed with another rotablator burr and another 330cm rotawire guide wire. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: visual and tactile inspection revealed kinks at approximately 147.2cm and 150.5cm from the distal end. The outer diameter was measured and all measurements met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).